Manufacturer narrative:
Gaymar does not believe that xprt mattress has caused or contributed to this event. Gaymar will f/u with stryker to obtain further details. As soon as the details of the incident are available, gaymar will perform further investigation and submit a f/u to this medwatch with FDA.

Event description:
Reporter described that a nurse and an engineer at hospital were electrically shocked when they came in contact with a damaged electrical cord attached to the device. Nurse complains of a sore shoulder as a result of the event. Reporter described the root cause was the cords were being run through the mattress under the cover and not under the bed as required. The moving parts of the therapy beds were "pinching" the cords and therefore, causing damage. Stryker has sent technicians to the customer site to correct the power cord placement. Reporter told that there are 24 xprt mattresses at the facility.